Event description:
During surgery, it was impossible to open the packaging. It was very difficult to remove the plastic cover. As a consequence, an asepsis fault occurred.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.